Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Patient medical records were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient underwent aspiration due to fluid collection approximately five months post revision surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type correction: date of report, PMA/510k. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain, fluid collection review of event description: a patient with a relatively long, well documented medical history was implanted in a revision surgery with a biolox option head on (B)(6)2012 and underwent a fluid aspiration 5,5 months post-surgery. The patient also reported that pain decreased after the fluid aspiration. Review of received data: - revision op notes, respectively biolox head implantation report, dated (B)(6)2012: preoperative diagnosis: failed right hip with presumed metal on metal reaction and granulomatous deterioration of soft tissues from trunnion corrosion. Postoperative diagnosis: same. Indications: patient 2, 5 years post op, with relatively constant but increasing pain and disability since about 1 month after surgery. Description of procedure: there was significant soft tissue oedema in the subcutaneous fat. A large volume of clear yellow fluid was expressed. A clear pseudo capsule with 3 large granulomas nodules along the posterior femur and over the greater trochanter was found. Significant amount of corrosion was evident about trunnion. A zimmer biolox option ceramic femoral head system was implanted. Office note(B)(6)2013: slow improvement, no longer wakened by pain at night. Office note (B)(6)2013: increasing fluid over her hip is present. Significant knee pain and knee effusion is present at this time. Office notes (B)(6)2013: patient is still with knee and hip pain. An aspiration of fluid in knee and hip was performed. Knee aspiration had normal cell count. However, hip aspirate had 2700 white cells. No evidence of any infection or component loosening. Follow-up will be based on her ongoing symptoms. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Root cause analysis: root cause determination using rmw: - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head/adapter construct => possible, the device is not available for investigation and the condition is unknown. Therefore, this cause cannot be excluded. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head/adapter construct and stem) connection due to wear => possible, the device is not available for investigation and the condition is unknown. Therefore, this cause cannot be excluded. - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear => possible, the device is not available for investigation and the condition is unknown. Therefore, this cause cannot be excluded. - postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Conclusion summary: it was reported, that a patient was implanted with a biolox option head on a revision surgery, performed due to metal on metal reaction and granulomatous deterioration of soft tissues from trunnion corrosion, underwent a fluid aspiration 5, 5 months post op. Aspiration showed up with 2700 white cells. However, no signs of infection or component loosening were seen. The device was not received for investigation, therefore the condition is unknown. It is known, that the patient has a medical history and according to the available patient medical data, it can be said, it is unlikely, that the biolox head has contributed to the fluid accumulation. However, with the given information it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is(B)(4)..

Event description:
No event update.